Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, operation was scheduled for re-operation case after more than 7 years when epic valve had been implanted in patient on (B)(6) 2013. During procedure on (B)(6) 2020, it was found that the valve got a bit torn on 1 leaflet so this valve was replaced by a new one and no issue was identified. Procedure was completed and no report of adverse patient consequences.

Manufacturer narrative:
Additional information: g4, g7, h2. Correction information: h10. The reported event of a torn cusp was confirmed. A more comprehensive assessment could not be performed since the device was not returned for analysis. Two photos were received from the field of the outflow surface of the valve post-explant. Based on these photographs, one cusp contained a tear. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction information: b5. Additional information: e1, g4, g7, h2, h6, and h10. The reported event of a torn cusp was confirmed. A more comprehensive assessment could not be performed since the device was not returned for analysis. Two photos were received from the field of the outflow surface of the valve post-explant. Based on these photographs, one cusp contained a tear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 31mm epic valve with flexfit system was implanted in a patient. On (B)(6) 2020, the patient was rescheduled to explant the epic valve. Upon explant, it was found that one of the leaflet was torn. The valve was replaced with a 29mm epic valve. The procedure was completed without adverse patient consequences.

Manufacturer narrative:
The tear seen at explant was confirmed. Cusp 3 was torn and cusp 1 contained a perforation. All three cusps had marked thinning, loss of collagen, and degenerative changes to the tissue. No acute inflammation or significant calcifications were present. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tears.